Event description:
Spontaneous report, from germany. Local reference#: (B)(4). Quality complaint was opened: references#: (B)(4). This initial serious case report was received on 06-jul-2021, addtitional information (non-significative data) was received on 12-jul-2021 from a dentist. Follow-up 1 was received on 25-oct-2021 by email from quality department. Description of the incident (narrative): the report described a fluid leakage from cannula hub of the suspected medical device septoject evolution during local injection of ultracaine (articaine hcl; epinephrine bitartrate) in an unidentifed patient who also experienced a needle stuck in mouth, in 2021. It has been specified that the metal cannula was leaking from hub and the anesthesia was leaking somewhere else, and once, the needle got stuck in the patient. The patient was not anxious before the dental treatment. The dentist did not mentionned number of needles used or number of injections performed but only reported that he used the device again and again during dental treatment. No information was provided on the dental procedure performed, if an extreme pressure was applied or if there was a sudden movement of patient during the procedure. The dentist suspected a quality defect of the device and reported the incident as serious due to relevant risk of injury. Other information on device: batch numbers#: f08466aa, expiry date: mar-2024 and #: f09418aa, expiry date: feb-2025. Needle size: 27gx0.4x42mm. This report was considered as serious as per internal conventions on needle breakage in mouth. Outcome: unknown. The quality investigation report conclude that: if the leakage problem was related to the quality of the cannulas, the occurrence would be much higher. No anomalies or maintenance interventions that may have had an impact on the quality of the cannula was noted during the production of this batch. The customer returned samples for investigation. No leakage of anesthetic defect could be found during the tests carried out during the investigation on incriminated needles returned by the dentist and on needles from quality department retention box. Therefore, quality defect of the needles could not be proved and is discarded. Without complementary information on the condition of generation of the defect, a cause due to dentist's practices cannot be ruled out. The practitioner used septodont cartridge. Septodont cartridge was used for our investigation, and no defect was observed with these cartridges. However, as the anesthetic leakage defect may be related to the quality of the cartridge seal, we also recommend to the practitioner to contact their anesthetic cartridge supplier. Cause investigation and conclusion: based on all available data, and manufacturer's investigations final results no quality defect of the device was detected and no final root cause could be determined. A mishandling of the device leading to incorrect positioning of the cannula on the cartridge could have favored the leak; additionally, anesthetic leakage defect may be related to the quality of the cartridge seal which could not be tested. In addition, an incident of cannula stuck into patient's mouth was reported but there were insufficient information to conclude on the root cause for this issue. Therefore, no final root cause could be determined for this incident but a cause due to dentist's practice may be suggested. This is the first complaint for this type of defect (anesthetic leakage) these needles batches and cannulas batch: f08466aa: (B)(4) needles sold, 554-18: (B)(4) cannulas, 080-19: (B)(4) cannulas, f09448aa: (B)(6) needles sold, 149-19: ((B)(4) cannulas, 143-19: (B)(4) cannulas, u01005: (B)(4) cannulas. The defect did not lead to a specific intervention by the practitioner. No quality product defect was proven during investigation. The IFU are listed in the notice. Consequently, the residual risk is considered like acceptable. The cannula batches used for the production of these needle batches were sent with an inspection certificate, which attested to their conformity to iso9626. In addition, the leakage defect can be detected during the clogging test which is carried out during the assembly step: 5 needles every 2 hours. At the end of this investigation, the cause of the complaint could not be proven and a cause due to the quality defect of the devices was discarded. The precautions for use listed in the notice prevent the causes that may be at the origin of this defect (leak of anesthetic). Consequently, and the privileged cause being related to the practitioner practices, no corrective action will be implemented. Manufacturer final comments: this is the first complaint for this type of defect (anesthetic leakage) these needles batches and cannulas batches. If the leakage problem was related to the quality of the cannulas, the occurrence would be much higher. In addition, no anomalies or maintenance interventions that may have had an impact on the quality of the cannula were noted during the production of this batch. The customer returned samples for investigation: f08466aa: 2 incriminated needles (opened and used) and f09448aa: 1 incriminated needle (opened and used). No leakage of anesthetic defect could be found during the tests carried out during our investigation on incriminated needles returned by the dentist and on needles from manufacturer's retention box. Therefore, quality defect of the needles could not be proven and is ruled out. Without complementary information on the condition of generation of the defect, a cause due to dentist's practices cannot be ruled out. The practitioner used septodont local anaesthetic cartridge. Septodont cartridge was used for investigation, and no defect was observed with these cartridges. However, as the anesthetic leakage defect may be related to the quality of the cartridge seal, we also recommend to the practitioner to contact the anesthetic cartridge supplier.

Manufacturer narrative:
Cause investigation and conclusion: based on all available data, and manufacturer's investigations final results no quality defect of the device was detected and no final root cause could be determined. A mishandling of the device leading to incorrect positioning of the cannula on the cartridge could have favored the leak; additionally, anesthetic leakage defect may be related to the quality of the cartridge seal which could not be tested. In addition, an incident of cannula stuck into patient's mouth was reported but there were insufficient information to conclude on the root cause for this issue. Therefore, no final root cause could be determined for this incident but a cause due to dentist's practice may be suggested. This is the first complaint for this type of defect (anesthetic leakage) these needles batches and cannulas batch: - f08466aa: (B)(4) needles sold; 554-18: ((B)(4) cannulas; 080-19: (B)(4) cannulas; - f09448aa: (B)(4)needles sold; 149-19: (B)(4) cannulas; 143-19: (B)(4) cannulas; u01005: (B)(4) cannulas. The defect did not lead to a specific intervention by the practitioner. No quality product defect was proven during investigation. The IFU are listed in the notice. Consequently, the residual risk is considered like acceptable. The cannula batches used for the production of these needle batches were sent with an inspection certificate, which attested to their conformity to iso9626. In addition, the leakage defect can be detected during the clogging test which is carried out during the assembly step: 5 needles every 2 hours. At the end of this investigation, the cause of the complaint could not be proven and a cause due to the quality defect of the devices was discarded. The precautions for use listed in the notice prevent the causes that may be at the origin of this defect (leak of anesthetic). Consequently, and the privileged cause being related to the practitioner practices, no corrective action will be implemented. Manufacturer final comments: this is the first complaint for this type of defect (anesthetic leakage) these needles batches and cannulas batches. If the leakage problem was related to the quality of the cannulas, the occurrence would be much higher. In addition, no anomalies or maintenance interventions that may have had an impact on the quality of the cannula were noted during the production of this batch. The customer returned samples for investigation: f08466aa: 2 incriminated needles (opened and used) and f09448aa: 1 incriminated needle (opened and used). No leakage of anesthetic defect could be found during the tests carried out during our investigation on incriminated needles returned by the dentist and on needles from manufacturer's retention box. Therefore, quality defect of the needles could not be proven and is ruled out. Without complementary information on the condition of generation of the defect, a cause due to dentist's practices cannot be ruled out. The practitioner used septodont local anaesthetic cartridge. Septodont cartridge was used for investigation, and no defect was observed with these cartridges. However, as the anesthetic leakage defect may be related to the quality of the cartridge seal, we also recommend to the practitioner to contact the anesthetic cartridge supplier.

Event description:
Spontaneous report, from germany. Local reference: #(B)(4). Quality complaint was opened: references #(B)(4). Initial serious case report received on 06-jul-2021 from a dentist. The report described a fluid leakage from cannula of the suspected medical device septoject evolution during local injection of ultracaine (articaine hcl; epinephrine bitartrate) in an unidentifed patient who also experienced a needle stuck in mouth, in 2021. It has been specified that the metal cannula was leaking and the anesthesia was leaking somewhere else, and once, the needle got stuck in the patient. The patient was not anxious before the dental treatment. The dentist did not mentioned number of needles used or number of injections performed but only reported that he used the device again and again during dental treatment. No information was provided on the dental procedure performed, if an extreme pressure was applied or if there was a sudden movement of patient during the procedure. The dentist suspected a quality defect of the device and reported the incident as serious due to relevant risk of injury. Other information on device: - batch numbers #f08466aa, expiry date: mar-2024 and #f09418aa, expiry date: feb-2025. - needle size: 27gx0.4x42mm. This report was considered as serious as per internal conventions on needle breakage in mouth. Outcome: unknown. Sender comment: causality assessment on 12-jul-2021 by (B)(6), on initial information received on 06-jul-2021: a. Seriousness: serious - required intervention to prevent permanent impairment/damage (devices). B. Expectedness: embedded device: unexpected de/us. Device leakage: unexpected de/us. Suspected product quality issue: unexpected de/us. C. Causality: a) latency - unknown. B) recognized association - no. C) analysis - based on the first information available, there were few details in this report to fully comprehend the incident. The leakage from the device could be due to a quality defect on the device, as well as a mishandling of the device leading to incorrect positioning of the cannula on the cartridge which could have favored the leakage. On the other hand, the second incident reported was not detailed enough to assess the root cause but it appears that cannula had broke into patient's mouth. Causes of needle breakage include bending of needle prior use, insertion up to the hub excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). Therefore, pending quality investigations and/or additional information, no root cause could be determined. D) dechallenge - n/a. E) rechallenge - n/a. Concluded causality who: not assessable. The case was submitted to FDA on 19-jul-2021, however we received an email from FDA on 30-sep-2021, that summary report box was checked and number of events (noe) was identified as >1 which as per FDA is intended to capture reports submitted in summary format (voluntary malfunction summary reporting (vmsr) program). The email mentioned to re-submit the case with corrections.

Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on the first information available, there were few details in this report to fully comprehend the incident. The leakage from the device could be due to a quality defect on the device, as well as a mishandling of the device leading to incorrect positioning of the cannula on the cartridge which could have favored the leakage. On the other hand, the second incident reported was not detailed enough to assess the root cause but it appears that cannula had broke into patient's mouth. Causes of needle breakage include bending of needle prior use, insertion up to the hub excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). Therefore, pending quality investigations and/or additional information, no root cause could be determined. Based on the preliminary analysis, pending quality investigation and given the paucity of information, no CAPA is required. The case was submitted to FDA on 19-jul-2021, however we received an email from FDA on 30-sep-2021, that summary report box was checked and number of events (noe) was identified as >1 which as per FDA is intended to capture reports submitted in summary format (voluntary malfunction summary reporting (vmsr) program). The email mentioned to re-submit the case with corrections.

Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on the first information available, there were few details in this report to fully comprehend the incident. The leakage from the device could be due to a quality defect on the device, as well as a mishandling of the device leading to incorrect positionning of the cannula on the cartridge which could have favored the leakage. On the other hand, the second incident reported was not detailled enough to assess the root cause but it appears that cannula had broke into patient's mouth. Causes of needle breakage include bending of needle prior use, insertion up to the hub excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). Therefore, pending quality investigations and/or additional information, no root cause could be determined. Based on the preliminary analysis, pending quality investigation and given the paucity of information, no CAPA is required.

Event description:
Spontaneous report, from (B)(6). Local reference: #(B)(4). Quality complaint was opened: references #(B)(4). Initial serious case report received on 06-jul-2021 from a dentist. The report described a fluid leakage from cannula of the suspected medical device septoject evolution during local injection of ultracaine (articaine hcl; epinephrine bitartrate) in an unidentifed patient who also experienced a needle stuck in mouth, in 2021. It has been specified that the metal cannula was leaking and the anesthesia was leaking somewhere else, and once, the needle got stuck in the patient. The patient was not anxious before the dental treatment. The dentist did not mentionned number of needles used or number of injections performed but only reported that he used the device again and again during dental treatment. No information was provided on the dental procedure performed, if an extreme pressure was applied or if there was a sudden movement of patient during the procedure. The dentist suspected a quality defect of the device and reported the incident as serious due to relevant risk of injury. Other information on device: batch numbers #f08466aa, expiry date: mar-2024 and #f09418aa, expiry date: feb-2025. Needle size: 27gx0.4x42mm. This report was considered as serious as per internal conventions on needle breakage in mouth. Outcome: unknown. Sender comment: causality assessment on 12-jul-2021 by qw, on initial information received on 06-jul-2021: seriousness: serious - required intervention to prevent permanent impairment/damage (devices). Expectedness: embedded device: unexpected de/us, device leakage: unexpected de/us, suspected product quality issue: unexpected de/us. Causality. Latency - unknown. Recognized association - no. Analysis - based on the first information available, there were few details in this report to fully comprehend the incident. The leakage from the device could be due to a quality defect on the device, as well as a mishandling of the device leading to incorrect positionning of the cannula on the cartridge which could have favored the leakage. On the other hand, the second incident reported was not detailled enough to assess the root cause but it appears that cannula had broke into patient's mouth. Causes of needle breakage include bending of needle prior use, insertion up to the hub excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure, or the use of the needle in spite of an obstacle (e.g bone). Therefore, pending quality investigations and/or additional information, no root cause could be determined. Dechallenge - n/a. Rechallenge - n/a. Concluded causality who: not assessable.